Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead fracture was alleged but unconfirmed. Abbott technical support was contacted and confirmed the event. The physician attempted to reprogram the device to resolve the event but was unsuccessful. No further intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.